Event description:
Complainant alleged that during monitoring of pt the device powered off unexpectedly. Complainant indicated that the user was able to continue using the device after replacing battery. Complainant indicated that the pt subsequently expired, which was not due to the reported malfunction.